Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +7.01%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.